Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer experienced vomiting, diabetic ketoacidosis, they felt ill and paramedics transported them to the hospital. Customer advised they were not aware that the infusion set had been removed. Customer advised they would call back in order to complete the troubleshooting process.